Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for the past 6 months. She stated that the rubber keypad is thin and worn, the symbols are wearing off, and the up and down arrow buttons are sticking. The family member denied tearing or peeling of the rubber keypad; denied that the pump has been exposed to cleaning products; and stated that the pt wears the pump in a pocket or on his waist with a leather case.